Manufacturer narrative:
The failure investigation has been completed for the cartridge change error and the alleged issue was verified. There was no investigation preformed for the cart: damaged due to no device being returned for evaluation.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
Reportedly, there was an o-ring on the pneumatic tap. Customer removed the o-ring and received another cartridge change error. Customer to use a back up pump for insulin therapy. Customer¿s blood glucose level was 152 mg/dl.